Event description:
Same case as mfg # 2134265-2010-04550. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure coating damage occurred. The 10mm lesion being treated was located in the non calcified and non tortuous posterolateral descending branch of the right coronary artery (rca). A previously placed taxus liberte stent was placed proximal to that lesion 2 weeks prior. The patient experienced chest pain, and the lesion in the rca was discovered. Access was obtained through the right femoral artery. A pt graphix guide wire was unable to cross the previously placed taxus liberte stent and was withdrawn. Another unspecified guide wire was advanced and would not cross the stent. Another choice pt graphix guide wire was advanced, and when inside the stent, the guide wire prolapsed. The guide wire went through the stent and a stent strut was lifted. The wire was pulled back, and the wire was stuck. "The wire was pulled a little more," and was withdrawn. It was observed that "some of the coating was missing." X-ray was obtained and "two pieces remained in the right ventricle (rv) marginal branch. The pieces then moved down the very small side branch" and remained inside the patient. The procedure was discontinued. The lesion was not treated. The patient is to be scheduled for an ultrasound to determine the course of action. The patient's status is "fine."

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, air leaked while a surgical instrument was being inserted through the device. When a forceps was removed through the trocar, a rubber-like substance attached to the acral part of the forceps. After that, air leak was not confirmed. Since the substance was not left inside the patient, there were no adverse consequences for the patient. The doctor suspected that the rubber-like substance had been stuck between the valves and air had leaked. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.